Manufacturer narrative:
(B)(6).

Event description:
The customer reported that they received a speaker error message. The speaker would not produce sound. This occurred during preventative maintenance. There was no patient involvement.